Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 623214) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intramural leiomyoma of uterus, endocervical squamous metaplasia, adenomyosis, leiomyoma nos, paratubal cyst, endometriosis, uterine bleeding and irregular menstruation. Concurrent conditions included blood pressure high, atrial fibrillation, allergic rhinitis, palpitations, hypertension and osteoarthritis. Concomitant products included ibuprofen and lisinopril. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), pain in extremity ("pain in her legs"), abdominal pain ("severe abdominal pain"), migraine ("migraines"), dysgeusia ("metal taste in her mouth") and dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("menstrual pain") and headache ("headaches"). The patient was treated with surgery (essure removal and endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, menorrhagia, back pain, pain in extremity, abdominal pain, dysgeusia, dyspareunia, vaginal discharge, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the migraine and headache had not resolved. The reporter considered abdominal pain, back pain, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the dna essure implant was placed with 3 coils visible after placement. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: right essure device occluded. Diagnostic results: left device appears possibly greater than 3 cm from cornu than specified by manufacturer (healthcare provider about result: appears ok) endovaginal pelvic ultrasound : the uterus is measured at about 9 x 5 x 4.5 cm in size. The right and left ovaries are a little over 2,5 cm in greatest length. Endometrial stripe 3 mm in thickness, cervix about 3,3 cm in length. No abnormal mass or fluid collection. Impression : normal study. Lot number: 623214 manufacture date: 2009-03 expiration date: 2012-03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 623214) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intramural leiomyoma of uterus, endocervical squamous metaplasia, adenomyosis, leiomyoma nos, paratubal cyst, endometriosis, uterine bleeding and irregular menstruation. Concurrent conditions included blood pressure high, atrial fibrillation, allergic rhinitis, palpitations, hypertension and osteoarthritis. Concomitant products included ibuprofen and lisinopril. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), pain in extremity ("pain in her legs"), abdominal pain ("severe abdominal pain"), migraine ("migraines"), dysgeusia ("metal taste in her mouth") and dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("menstrual pain") and headache ("headaches"). The patient was treated with surgery (essure removal and endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, menorrhagia, back pain, pain in extremity, abdominal pain, dysgeusia, dyspareunia, vaginal discharge, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the migraine and headache had not resolved. The reporter considered abdominal pain, back pain, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the dna essure implant was placed with 3 coils visible after placement. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: results: right essure device occluded. Diagnostic results: left device appears possibly greater than 3 cm from cornu than specified by manufacturer (healthcare provider about result: appears ok) endovaginal pelvic ultrasound: the uterus is measured at about 9 x 5 x 4.5 cm in size. The right and left ovaries are a little over 2,5 cm in greatest length. Endometrial stripe 3 mm in thickness, cervix about 3,3 cm in length. No abnormal mass or fluid collection. Impression: normal study. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: mr received: case became incident removal details updated. Endometrial ablation added to menorrhagia. Reporter , medical history and essure removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.